Manufacturer narrative:
Correction: section h6: type of investigation corrected to "analysis of production records".

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that pain, pocket swelling, and erythema was observed at the implant site. The patient was brought in for a procedure to explant the implantable cardioverter defibrillator (ICD) and leads, position a vascular occlusion device for venous hemorrhage and to insert a temporary wire. The patient was stable throughout the procedure and had stable hemodynamics when leaving the operation room.